Event description:
Hospital advised that 125 ml bag of mannitol was set to infuse at a rate of 20 ml/hr. The bag emptied in 4 1/2 hours, nurse was alerted when the pump alarmed keep vein open. There was no pt consequence.